Manufacturer narrative:
Additional information/corrected data: additional information was received and it was learnt that the broken haptic of the intraocular lens (model ar40m, serial (B)(4)) was detected when the physician opened the lens case. No patient contact was reported. This event has now been determined not to be a reportable event. Serial (B)(4). Catalog #: ar40mn0070. Expiration date: 08/06/2021. (B)(4). Manufacturing date: 08/06/2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation ,there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial #: unknown/not provided. Catalog #: complete catalog number is unknown since serial number was not provided. Expiration date is unknown since serial number was not provided. UDI is unknown since serial number was not provided. If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and unknown if explanted. (B)(6). Manufacturing date: unknown since serial number is was not provided. Two (2) attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) was broken. No further information was provided.